Manufacturer narrative:
Two new and one used set were returned for evaluation. As received, stickdown was observed on two (2) sets. Received one photo of a stickdown on one set. The four sets were attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. No alarms generated on two sets. An occlusion alarm was generated on two sets. The four sets were leak tested per specifications and leakage was observed on two sets, no leakage was observed on two sets. The two sets with stickdowns were disassembled and a broken spike and torn seal with the spike tip stuck inside were observed. The reported complaint of stickdown and leakage can be confirmed on two sets. The probable cause of the broken spike is unknown. The complaint cannot be replicated or confirmed on two sets. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. H10 - additional related report number - 9615050-2026-00150-00.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Report 2 of 3. Event occurred regarding a primary plum set, 4 clave multiport connector where it was stated that one of the four access claves for the chemotherapy extension tubes, when connected, left the silicone inside and exposed to air, with a visible drop of medication. This was detected when the pump triggered an occlusion alarm because it prevented the medication from flowing through the clave. Upon removal, they noticed the problem with the clave. It was stated that the connection was made with a clave and an extension tube's spiros from the pharmacy, which are fully compatible. The product was being used with saline solution and cytostatic medication. The incident occurred during patient use however there was no harm. It was reported that the events occurred on february 12 and 13, and again on the 15th.

Manufacturer narrative:
Correction to h2 and h3 as device evaluation was provided.